Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Due to the pump not receiving readings from the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. Customer's blood glucose (bg) decreased to 56mg/dl. Customer ate carbohydrates to address bg level. Pump was reset to resolve the cgm error issue.